Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and sepsis and the patient subsequently died. The cause of the peritonitis event was unknown. The patient was hospitalized and was treated with intraperitoneal vancomycin (1g in first bag then every fifth day for a prescribed duration of fourteen days) and intraperitoneal zienam (500mg in each bag for a prescribed duration of fourteen days; frequency not reported) for peritonitis. The patient was reported to be recovering from the peritonitis and on an unreported date in the same month as the event onset and during hospitalization, the patient experienced sepsis and subsequently passed away. Treatment details of the sepsis were not reported. The cause of death was reported as sepsis; however, an autopsy was not performed. Dianeal therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.